Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective therapy from his scs system. The patient was not able to walk greater distances due to the pain. It was also reported the patient did not want to pursue any treatments or adjust the stimulation at this time.